Event description:
Information received indicates the head up, knee up and hi/low up function are not working due to stuck valves.

Manufacturer narrative:
The technician replaced the head up, knee up and hi/low up valves to repair the bed.